Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, rupture.

Event description:
Patient reported left side intracapsular rupture diagnosed via ultrasound and observed via a CT scan that the patient underwent due to chest pains. Patient later reported "a CT scan which noted enlarged lymph nodes and suspected due to rupture of implants. Ultrasound which confirmed rupture of both implants and silicone has travelled to lymph nodes." The device remains implanted.

Event description:
Partial capsulectomy was performed. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ pain-breast: unable to observe since it is not related to the device. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side intracapsular rupture diagnosed via ultrasound and observed via a CT scan that the patient underwent due to chest pains. Patient later reported "a CT scan which noted enlarged lymph nodes and suspected due to rupture of implants. Ultrasound which confirmed rupture of both implants and silicone has travelled to lymph nodes." The device remains implanted.

Event description:
Patient reported left side intracapsular rupture diagnosed via ultrasound and observed via a CT scan that the patient underwent due to chest pains. Patient later reported "a CT scan which noted enlarged lymph nodes and suspected due to rupture of implants. Ultrasound which confirmed rupture of both implants and silicone has travelled to lymph nodes." Partial capsulectomy was performed. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05mar2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side intracapsular rupture diagnosed via ultrasound and observed via a CT scan that the patient underwent due to chest pains. Patient later reported "a CT scan which noted enlarged lymph nodes and suspected due to rupture of implants. Ultrasound which confirmed rupture of both implants and silicone has travelled to lymph nodes." Partial capsulectomy was performed. Device has been explanted and replaced.